Event description:
The hcp reported a patient who experienced nausea, dizziness, sleepiness, and urinary retention while on treatment with prialt. The patient was started on prialt in 2006. The dose was titrated up to 2.4 mcg/day. The day after the dose was increased, the patient experienced the above-mentioned symptoms; so, the prialt was reduced back to 1.8 mcg/day. The symptoms improved but the patient was still experiencing occasional urinary retention and nausea. At the time of the event, the patient was on prialt alone through the pump and oral methadone and baclofen. Then a prialt/baclofen compound were started in the pump and the patient experienced some of the same issues but was attributed to an issue with a bridge bolus and the patient was fine when that event was over. Currently, the patient is stable on a compound of prialt (4.5 mcg/day) and baclofen (245 mcg/day) that is compounded at a pharmacy. Additional information has been requested but was not available on the date of this report.